Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. When the issue occurred the instrument was being used for suturing. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to the opening/closing of the grips. However, there were no issues related to the left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. There was one cable, the one that controls the opening/closing of the jaws, visibly protruding from the distal end of the instrument. There was no report of a fragment falling inside of the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
On 4/17/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the mega suturecut needle driver¿s jaws broke, causing the wire to snap. No injury was done to the patient and the device was removed intact and replaced with a new device. The original intended procedure was a xi robotic hiatal hernia repair.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.